Manufacturer narrative:
A visual evaluation of the returned device did not have any visual failure. Functionally, a resistance test was performed and the unit met specifications. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed.

Event description:
It was reported to boston scientific corporation that a stonetome¿ was to be used in the common bile duct for a sphincterotomy procedure. According to the complainant, during the procedure the stonetome device failed to deliver current. Reportedly, there was no visible damage noted to the complaint device, however, the device was used past the expiration date. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant confirmed that the device was used past its expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome¿ was to be used in the common bile duct for a sphincterotomy procedure. According to the complainant, during the procedure the stonetome device failed to deliver current. Reportedly, there was no visible damage noted to the complaint device, however the device was used past the expiration date. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.